Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer booted to login screen as expected. The software application was launched and it performed as expected with no performance issues encountered. The computer data showed no errors on the hard drive or ram. The computer was used over an extended period with multiple reboots, app launches and navigation tasks initiated with no issues encountered. The computer was fully functional. The reported event could not be duplicated by medtronic personnel. There were no further computer issues reported after the computer was replaced at the site.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement computer shipped to site (B)(4) 2014, received by medtronic representative on (B)(4) 2014. A medtronic representative, following-up at the site, reported performing the repair on the navigation system. Computer was replaced. Reported issue resolved. Suspect computer has not been returned to manufacturer for analysis. Part not returned to manufacturer

Event description:
A site representative reported that their navigation system computer became unresponsive. In trouble-shooting, the navigation system was re-booted and normal function was restored. There was no patient present when this issue was identified.